Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a suspected infection was found at the patient's ipg site. Cultures were taken and came back positive for staphylococcus aureus. As a result, the patient's scs system was explanted. The patient was prescribed antibiotics and may follow-up with their doctor.